Event description:
Loss of osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, chemotherapy around time of implant placement, diabetes mellitus, smoker, peri-implantitis, increased sensitivity, swelling (B)(6) are same patient).